Event description:
It was reported that this implantable cardioverter defibrillator (ICD) lead was explanted with less than a year of use for an unknown reason. The patient underwent a surgical intervention to remove the ICD and the leads, but no new system was implanted. No additional adverse patient effects were reported.